Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 400 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose event. The customer did not experienced any symptoms related to high blood glucose event. The customer was treated with insulin for high blood glucose level. The insulin pump will not be returned for analysis.